Manufacturer narrative:
The insulin pump had missing display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing ring reservoir tube and missing end cap sticker.

Event description:
It was reported the insulin pump had cracks around the display window. Customer does not know blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.